Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated in the remote monitoring system for this pulse generator due to high out of range right atrial (ra) pacing impedance. Review determined that pacing impedance was greater than 3000 ohms and the ra lead was failing to capture. Episodes of noise were also observed. The pacemaker was reprogrammed to decrease sensitivity. No adverse patient effects were reported. The device and this ra lead remain in service.

Event description:
It was reported that an alert was generated in the remote monitoring system for this pulse generator due to high out of range right atrial (ra) pacing impedance. Review determined that pacing impedance was greater than 3000 ohms and the ra lead was failing to capture. Episodes of noise were also observed. The pacemaker was reprogrammed to decrease sensitivity. No adverse patient effects were reported. The device and this ra lead remain in service. Additional information was received that a signal artifact monitoring (sam) episode was observed in addition to the previously stated clinical observations. This ra lead exhibited high thresholds. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.